Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a revision surgery of the hardware implanted for a tibia fracture case the surgeon was unable to loosen the two locking screws with the screwdriver as it was reported to be worn out. The surgeon attempted to use an extraction screw and the head broke off into the patient, the broken part was retrieved from the patient. The surgeon then used the carbide drill and was able to extract the plate and complete the surgery. It is not clear if the two locking screws were completely removed a clarification of the event has been initiated by this manufacturer. It is also not known if the revision involved synthes product. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the extraction screw tip was completely broken off. This breakage was due to excessive force being applied / incorrect technique used, as investigations show this lot was manufactured meeting all specifications in february 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was extended 120 minutes. The 2 locking screws were left in the bone. This is report 4 of 4 for (B)(4).